Manufacturer narrative:
The discharge summary indicates this device was explanted due to ¿dehiscence of recent mitral valve repair with severe mitral insufficiency and class IV nyha heart failure.¿ patient was implanted with a mitral valve as replacement and discharged on pod-5 in fair condition. The ring is not available for return and evaluation because it was discarded by the hospital. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors. It is typically not related to product malfunction. In this case, the response from the health care provider indicates this explant was not due to a malfunction of the ring; rather, it was due to patient related/procedure related factors.

Event description:
Edwards learned the ring was explanted after an implant duration of 17 days due to [native] mitral valve dehiscence and severe mitral insufficiency. The explanted ring was replaced with a 6900ptfx 31mm valve. The operative report indicated examination of the mitral repair revealed dehiscence of the [native] leaflet plication between p1 and p3. It was presumed secondary to hemodynamic stress on very thin-walled leaflets. On pod-5, the patient was discharged in fair condition, per the discharge summary.